Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: mom reports pt awoke to pump alarming. There was no code displayed on screen. Mom states she never heard an alarm like this. Very loud and pump was vibrating too. Disconnected and they attempted to reboot pump but , the pump immediately started with loud alarm again. Mom then tried new battery but again, pump started alarming as soon as verification screen was confirmed. No code displayed. No exposure to moisture, MRI, x-ray or trauma. Patient checked blood glucose during call, it was 446 mg/dl and patient was very thirsty. Customer support advised the patient to go to an alternate delivery plan and patient agrees. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1 10/02/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2013 with the following findings: the pump alarm history showed that an occlusion alarm had occurred preceded by a constant rise in force. The history showed that the pump delivery was not resumed after the alarm. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no occlusion alarms occurred during testing. A force sensor calibration test confirmed that the force sensor was within calibration. An occlusion was induced during testing and the pump alarmed appropriately to alert the user of the issue. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The date of evaluation by product analysis should reflect 09/10/2013.